Event description:
N/a

Manufacturer narrative:
It was reported that approximately 10 minutes after implantation of epic valve, during the echocardiographic examination and water test a regurgitation occurred from the central area. The valve was explanted and a non-abbott valve was implanted while patient on bypass. The device was returned to abbott for investigation, and no anomalies were found with the valve cusps. Hydrodynamic examination indicated the valve met specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of the reported regurgitation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. Approximately 10 minutes after completion of the implantation, during the echocardiographic examination and water test a regurgitation occurred from the central area. The valve was explanted and a non-abbott valve was implanted while patient on bypass. The patient was reported stable.